Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 400 mg/dl at the time of incident. The customer was treated with manual injection and insulin pump. Customer alleges pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test, basic displacement test and occlusion test. No error alarm during testing noted. Insulin pump passed the delivery accuracy test at 0.08785 inches. Stained end cap sticker noted.